Manufacturer narrative:
(B)(4). Concomitant medical products: 00784001200 58325100 femoral stem beaded midcoat 12/14 neck taper std. Body std. Offset size 12 12 mm distal dia. 140 mm length, 00634105032 61587447 liner 7 mm offset 32 mm i.d. For use with 50/52/54 mm o.d. Shells. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient was revised approximately 2 years post-implantation due to acetabular loosening. The patient¿s cup, liner and head were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.